Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for symptoms of heart failure. It was reported the patient developed hemolysis about 12 hours after impella was inserted. It was noted that the patient had hematuria prior to impella inswetion and therefore it is belived that impella was not the only cause of the hemolysis. Hematuria improved by position and volume adjustment. Pfhg measurements were not obtained. The patient was administrated six units of fresh frozen platelets and catecholamines.